Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the burr was stuck on lesion and detachment occurred. The severely calcified target lesion was located in a coronary artery. A 1.25mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr became stuck in the lesion due to the calcification. Furthermore when the physician attempted to withdraw the burr, the distal part became detached. The detached distal part remained on the rotawire and it was removed together with the rotawire. No patient complications were reported.